Event description:
During the af procedure, after the faradrive (boston scientific) was inserted into the introducer, it was advanced into the left atrium via the septum, and then the advisor hd grid was advanced. It was noted that air was aspirated when drawing blood from the port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.